Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the lead component of the implantable neurostimulator (ins) was damaged during the implant procedure. Specifically, impedance measurements of >40, 000 ohms were seen on electrode #0 while all of the other electrodes were within normal range. It was reported that the physician visualized the damage at the time of the procedure. The lead was left implanted with the goal of using electrodes other than #0 for programming the patient. There were no symptoms or injuries reported with the event and the patient outcome were noted as no injury/no adverse event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).